Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you deliver an insulin amount that is too high or too low, this could cause hypoglycemia (low bg) or hyperglycemia (high bg) events. You can always adjust the insulin units up or down before you decide to deliver your bolus.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 27 mg/dl. Reportedly, customer inadvertently entered in a 70 unit bolus instead of grams of carbohydrates and administered too much insulin causing them to go low. Bg was addressed via consumption of banana wafers and soda. The customer was instructed to consult with healthcare provider regarding bg level.